Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The pt presented with silent ischemia. The 90.6% stenosed target lesion with less than a 45 degree angulation was located in the non-calcified. Proximal first marginal obtuse branch. There was severe vessel tortuosity distal to the lesion. The lesion was predilated with a bsc 2.25x10mm flextome cutting balloon. After implanting a 2.5x19mm non-bsc paclitaxel-eluting stent in the target lesion, a distal edge dissection was noted. It was confirmed that the dissection was caused by the stent and not the cutting balloon. A 2.25x12mm taxus liberte stent delivery system (sds) was advanced to treat dissection but it could not cross the just-placed stent. After three unsuccessful attempts to cross the just placed stent, the sds was withdrawn from inside the pt and the stent dislodged from the balloon. According to the physician, the stent dislodged because of friction caused from withdrawing the non-deployed stent through the previously implanted stent. The taxus stent dislodged at the origin of circumflex and first marginal branch and it did not migrate in the body. The taxus liberte stent was unable to be retrieved with a snare so it was crushed along the vessel wall with an unspecified balloon. To treat the dissection and complete the procedure, a 2.25x14mm non-bsc stent deployed distal to the just placed stent. No additional complications were reported. The pt's current condition is listed as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.